Event description:
A us distributor reported that a patient's electrode belt had damaged cables and was experiencing "adjust/check belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿ messages, damaged cable) was confirmed due to the electrode belt trunk cable being cut from the distribution node (dn), damaging all wires within the cable. The root cause for the cut trunk cable was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor was unable to properly complete detect and treat testing. The cause for the failure was isolated to a defective inverting charge pump on the computer/analog pca. The root cause for the defective component could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing and was experiencing adjust belt messages.